Event description:
Report received of a tubing separation. It was reported that the patient was being transferred from the account's facility to another facility via ambulance. The patient had an unspecified IV solution infusing. It was reported that "ambulance went over a big bump, and the tubing popped out of the bottom of the cassette in a way that it could not be reconnected". It is unknown whether or not there was bleedback. There was no reported adverse effect to the patient. Additional information was requested, but no further information was available.